Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17474, 3006705815-2022-17478. It was reported that the patient's ipg became inoperable and both leads had high impedances. Reprogramming was unable to resolve the issue. X-rays revealed that one lead was cut and the other lead had migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.